Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the pressure on the unit unexpectedly became uncontrollable. It was further reported that the pressure went up and could not be changed.